Event description:
I have been using my philips respironics CPAP device for approximately a year. During that time I have had headaches, coughing, sore throat, and congestion after use. I never used any cleaner other than what I was advised to use by my dme vendor which is either vinegar or (B)(6). I have only ever used small amounts of (B)(6) along with water for cleaning. FDA safety report ID# (B)(4).